Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 30mmol/l. The customer experienced light headed, muscles aching. It was mentioned that the customer had high blood for a while. It was stated that the doctor told her the insulin pump was malfunctioning, and the customer was not getting any alarms. Troubleshooting was performed, and the drive support cap was indented. The insulin did exit while performing the manual prime test and the high pressure test passed. The customer did not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No excessive no delivery alarms noted and insulin pump communicated properly with glucometer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.